Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9835 aspirating ablator batch number: 2301067 was received for investigation. Visual evaluation of the returned device noted signs of use to the electrode. Further visual evaluation noted that the black coating around the tip of the device was peeling and a piece had chipped off. It was further noted that the cable had been cut and the connector/plug was no longer attached to the device. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling caused by the prying/leveraging of the device against bone/bony tissue and/or another device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip ask surgery at the probe a piece of the black isolation did come loose. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.